Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), while navigation, the navigation probe was positioned on the tip of the nose but on system it was displayed as being on top of the head. During the case, the system became accurate and the navigation accuracy fixed itself. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.